Manufacturer narrative:
Philips service replaced the geoipc; device returned to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that machine movement failure occurred due to lost communication with geoipc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.